Event description:
It was reported the pt is unable to establish communication between the ipg and external devices. In addition, the programmer displays an error code message. It was also reported the pt feels the ipg has flipped in the pocket. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had the ipg repositioned. The pt will follow-up with the sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.